Event description:
A consumer reported one day following intraocular len (iol) implant surgery her "vision is like looking through smeared vaseline". She stated her surgeon told her she has a "cloudy membrane" which needs treatment when she is three months postoperative iol implantation. She reported the surgeon is currently treating the smeared vision with two different ophthalmic medications. At the consumer's request, her surgeon was not contacted.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request, her surgeon was not contacted. (B)(4).